Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 6 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, such as with the securacath, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that, staff noted PICC appeared to be 'cut' and leaking unable to be used. Additional information received on 12 april 2023: infusate (possibly with small volume of blood) exposed to patient¿s skin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, staff noted PICC appeared to be 'cut' and leaking unable to be used. Additional information received 12 april 2023: infusate (possibly with small volume of blood) exposed to patient¿s skin.